Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly did not detect the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/12/2013 device evaluation:the pump has been returned and evaluated by product analysis on 06/12/2013 with the following findings: evaluation showed no evidence of load step malfunction is observed in the black box and multiple persistent ¿cs064-0001¿alarms are observed on the reported failure date. The pump powers on and displays verify screen. The piston was unable to perform any movement, unable to complete ¿ez-prime¿ steps. Investigators were unable to take force sensor calibration reading and adequately investigate reported load step malfunction. Pump was opened and inspected, no defect was found to the force sensor circuit. A pcb inspection shows no moisture corrosion. The internal motor was tested and it was found defective, no defect was found to the drive assembly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.